Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with an unspecified antibiotic (dose, route, frequency and duration not reported). At the time of this report, the patient was not recovered from the event and hospitalization was ongoing. Pd therapy was ongoing. No additional information is available.